Event description:
It was reported that during a labral repair using a speedstitch suturing device, the needle would not properly load into the gun. After several unsuccessful attempts to load the device, the surgeon opted to use a competitor's device to complete the procedure. There were no significant delays or pt complications reported as a result of this event.